Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy- "while trying to extract to bag through the incision with circular movement the surgeon decided to open the incision further so it would be easier to pull the bag through. In that moment it ripped at the bottom part."patient status: "ok incision was cleaned."

Manufacturer narrative:
Investigation summary: the tissue bag was returned for evaluation. Engineering observed burst edges at the distal end of the bag with stress marks. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision; however, fragmentation of the bag has not been observed during testing. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.